Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular lead was was mistakenly connected to the atrial port and when removing it with the torque wrench , over-rotation in the counterclockwise direction likely caused the set screw to loosen and possibly detach. When attempting to reconnect the atrial lead to the atrial port and inserting the torque wrench, there was no sensation of the screw engaging the threads, regardless of how much it was turned. The device was replaced. No patient complications have been reported as a result of this event.